Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the velys saw interface right device was unable to reconnect the saw handpiece device. The user was forced register a new device. The sasi would not connect during registration - the connection port on device is loose. The user swapped to another sasi device and saw handpiece device to continue the procedure. There was a minor delay while registering the device. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.